Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft migrated into the aneurysm sac and tilted over at 90 degrees. The stent graft migration was attributed to disease progression. This caused the left limb to occlude and the decision was made to explant the stent graft on an emergent basis. The explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak, arterial occlusion. Disease progression. Conclusion: stent graft migration, endoleak, arterial occlusion. Disease progression.